Manufacturer narrative:
Investigation findings: a review of the photos sent in by the customer shows the patient is having a reaction to the aligners. The patient did go see a physician who diagnosed her as having an allergic reaction to the aligner material. No errors were found with the orthobased files and all protocols were followed during the cut and stage process. The patient does not have any previous known allergies to or sensitivities. The customer did not rinse the aligners prior to seating them on the patient and the aligners were not altered in any way. A review of batch 263349 was performed and confirmed to not contain similar complaints, therefore event is isolated to this case. Clinical evaluation: the attached photos show an apparent allergic reaction to the aligners. The patient was accordingly told to discontinue wearing the aligners. Continuing to wear the aligners could be a moderate medical risk to the patient. Regulatory evaluation: apparent allergic reaction. Medical intervention was taken in this instance (steroid injection). The event does meet the criteria for adverse event reporting.

Event description:
Customer states: I just started this case on my patient, and she had an obvious allergic reaction to the aligners and required discontinuation of treatment. Reaction progressed from small localized ulcerations on her lips to larger more generalized lesions and swelling of the lips. Patient presented to her physician and was diagnosed with allergy to the aligner material and instructed to remove them immediately and was treated with steroids.